Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of enterococcal peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to the patient not masking. Enterococcus spp. Are normal inhabitants of the gi tract and may colonize or infect the genitourinary (gu) tract with enterococcal peritonitis probably resulting from touch contamination and possibly from gi sources. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient contacted technical support to request a new liberty select cycler due to alarms received during the night. The caller stated the patient had an infection and was scheduled to have a procedure on the pd catheter (not a fresenius product). The patient had not called in previously to troubleshoot the unspecified alarms. Additional details were obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) fortaz and ip vancomycin (dose, frequency, and duration not provided). The pd effluent cultures resulted positive for enterococcus faecalis. The antibiotics were adjusted. The fortaz was discontinued. The patient completed the ip vancomycin. The patient did not require hospitalization for the peritonitis. The patient did undergo a pd catheter revision on (B)(6) 2025. The patient's draining issue was attributed to the pd catheter malfunction. The cause of the peritonitis was determined to be the patient not masking as required during treatment. The patient is completing pd treatments on the same liberty select cycler without issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient contacted technical support to request a new liberty select cycler due to alarms received during the night. The caller stated the patient had an infection and was scheduled to have a procedure on the pd catheter (not a fresenius product). The patient had not called in previously to troubleshoot the unspecified alarms. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 and diagnosed with peritonitis. No symptoms were provided. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) fortaz and ip vancomycin (dose, frequency, and duration not provided). The pd effluent cultures resulted positive for enterococcus faecalis. The antibiotics were adjusted. The fortaz was discontinued. The patient completed the ip vancomycin. The patient did not require hospitalization for the peritonitis. The patient did undergo a pd catheter revision on (B)(6) 2025. The patient¿s draining issue was attributed to the pd catheter malfunction. The cause of the peritonitis was determined to be the patient not masking as required during treatment. The patient is completing pd treatments on the same liberty select cycler without issues.